Event description:
During a diagnostic procedure, an ultimum sheath was inserted. Insertion of thewire went well; the pt had no fibrotic tissue and no difficulties were noted during insertion. The user inserted the sheath with the dilator and while attempting to remove the dilator, it came out with the hemostatic valve and a portion of the sheath remained in the pt's artery. Under fluoroscopy, the user was able to remove the detached portion of the sheath with a mosquito forceps. Another ultimum introducer was used to complete the procedure and the pt was discharged from the hospital the following day.